Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm,indicating secondary motor engagement, recorded in the driver's data file. Visual inspection of external components found no abnormalities. Visual inspection of internal components found secondary motor out of alignment, scuff marks on left and right sides of the main pcb motor cut-out, scratches on the edges of the secondary motor bezel, and cracked anchor bosses on the top left and bottom right front covers. Scuff marks also found on main pcb d12 component and pca/mpcb d12 indicating contact between the two assemblages. A melt mark was found where the underside of the ribbon cable speaker to lcd comes closest to the primary motor and the exhaust fan molex connector was found to not be fully latching. Freedom driver passed all functional testing for acceptance at incoming inspection. Additional testing included both an extended observational run with valsalva maneuver at normotensive and hypotensive settings as well as a functional test of the secondary system due to indications of secondary motor engagement. Driver passed all sections of observational and functional testing and device functioned as intended. Failure investigation for this complaint confirmed the reported issue. While it is apparent that secondary motor engagement did occur, the specific customer complaint was not replicated; the root cause of the fault alarm was unable to be determined as well as the root cause of the unintended secondary motor engagement. Failure investigation identified no test failures or damage that could have contributed to the complaint. Damage found within the motor assembly indicated secondary motor engagement and all other damage found was cosmetic. Freedom driver functioned as designed. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. Ce 5508 initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.